Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the buttons on the pump were hard to press. No additional information was provided since the patient was unable/unwilling to troubleshoot at the time. Animas made 3 attempts to contact the reporter for additional troubleshooting but was unsuccessful in reaching the reporter. There were no allegations of harm or injury as a result of the reported issue. However, this complaint is being reported due to the alleged keypad issue, which was unresolved.